Event description:
Complainant alleged that during inservice training by facility staff, the device had no display on the video screen. The complainant indicated that there was no patient involvement in the reported failure.